Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-16034 and 1627487-2013-16035. It was reported the patient had discomfort at the ipg site location. On (B)(6) 2013, the physician relocated the ipg (device 1) from his right buttock to his right abdomen. During the procedure, two extensions (device 2 and device 3) were added. However, intraoperative testing revealed invalid impedance readings on some of the contacts. The extensions were replaced with a different model, and further testing showed no anomalies. The explanted devices will not be returned to the MFR.